Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system, serial number (B)(6), was not explanted and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev d, and the heartmate 3 lvas patient handbook rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, renal dysfunction, and right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional codes health effect - clinical codes: metabolism and nutrition e12 : weight changes e1208 generalized disorders e23 : high blood pressure/ hypertension e2320 respiratory system e22 : low oxygen saturation e2203 nervous system e01: encephalopathy e0115. Health effect - impact code unexpected diagnostic intervention f22. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recovering from their last admission at rehab and they were weak and deconditioned. On (B)(6) 2025 the patient was noted to have had an altered mental status, mixed with encephalopathy, resulting in the patient pulling at their lines. They had an increased oxygen demand and an increased weight. Mean arterial pressure (map) was also increased into the 90's. The patient was admitted on (B)(6) 2025. Diuretics were withheld due to worsening renal function and intravenous fluids were ordered. The patient's altered mental status and encephalopathy was noted to be related to the patients worsening kidney function and a urinary tract infection. According to the site, renal failure existed prior to left ventricular assist device (lvad) implant, and lvad therapy did not worsen the patient's renal dysfunction. Ascites increased and the patient's digoxin level was elevated. Digoxin was stopped and intravenous diuretics were started. A dietary consult for calorie malnutrition was performed. The coronary sinus lead was turned off. A right heart catheterization (rhc) was performed which showed map 92, right atrium 20, right ventricle (rv) 49/11, pulmonary artery 51/21, pulmonary capillary wedge pressure 19. Thermo cardiac output/cardiac (ca/co) index 5.6/3.0, fick co/ci 5.8/3.1. Pulmonary vascular resistance 2.6/2.7. Pulmonary artery pulsatility index 1.5. Transthoracic echocardiogram (tte) showed an ejection fraction of 20 to 25%. The rv was moderately dilated, with severely reduced rv function. It was noted that the rv had been mildly dilated and had mild dysfunction pre-left ventricular assist device (lvad) implant. The aortic valve opened with every beat. It was noted it was unclear if the patient had aortic insufficiency, but there was no aortic insufficiency on the patient's echocardiogram. It was noted that the patient had a long-complicated hospital course which included intravenous diuresis, right heart catheterization to monitor cardiac function, and lvad optimization. The patient remained inpatient with failure to thrive. The patient was not a candidate for dialysis, leading to the patient transitioning to hospice and passing away due to end stage renal/kidney failure on (B)(6) 2025. The death was not considered device related. The device operated as expected.